Manufacturer narrative:
The patient required a rescan due to a sudden disconnection of the portable detector. Corrective measures are being implemented to prevent errors. Additional information will be reported in a follow-up MDR.

Event description:
The scanner stopped and the computer locked up after taking the first image, requiring a patient rescan.